Event description:
Information reviewed found that the neurostimulator (ins) was tried, but could not be used in the patient so it was returned for analysis. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).